Event description:
During an in-clinic follow-up, a rapid drop in estimated battery longevity was observed on the device. Premature battery depletion was suspected. Device replacement is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was later explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. As received the device battery was depleted to elective replacement indicator (eri) level. Device image and field provided session records noted that device parameters were changed which was the cause of the change in device longevity and is expected behavior. Electrical testing was performed and did not find any anomaly. Longevity assessment was performed, and device battery depletion was found to be normal.